Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx4607 showed fourteen other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that when preparing to deliver the micro-introducer during catheter placement, the customer found signs of crack at the black tip of the introducer sheath. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported that when preparing to deliver the micro-introducer during catheter placement, the customer found signs of crack at the black tip of the introducer sheath. 11/29/2022 - three devices were returned for evaluation. The three devices exhibited a split in the sheath tip. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged sheath was confirmed and appears to be manufacturing related. Three open microez microintroducer kits were returned for evaluation. The product label on all three samples indicated lot: refx4607. The first two samples did not appear to have usage residue present on the components; however, the third sample contained dried blood residue. Microscopic inspection of the sheath tips revealed a single longitudinal split on each sample extending from the distal end. The split edges appeared to be even and with clean edges. The third sample was observed to contain additional damaged at the sheath tip which consisted of inward bunching and deformation. The damage may have been a result due to the presence of the sheath splits. The sheath splits were all observed to have thin strands of material fibers attached along the split location. Based on the characteristics of the damage found on the returned samples, the complaint is confirmed and appears to be manufacturing related. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event. H3 other text : evaluation findings are in section h.11.